Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309623 batch # 5106626, 5106625. Verbatim: email ¿ complaint via email. An external evaluation is required: primary packaging / container difficult to open. Bd syringe: syringe 1ml s/t w/ndl 27x1/2 rb. Bd syringe lot numbers: 5106626, 5106625. Awareness date: 04mar2026. Complaint description: report received on 05mar2026: the patient reports that "I have an ileostomy and my stoma is growing. It's getting longer and fatter. I've had to change appliance size." Pqc: "I got new syringes from my family doctor." She reports having difficulty with the administration syringe separating when pulling up the medication. She reports that she has replacement syringes coming from the pharmacy and that her hcp wrote her a prescription for different syringes. Specialty pharmacy info is not available. No further information is available.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batches 5106625 and 51066256 are considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed.

Event description:
No additional information.